Event description:
There was no pt involved in this event. This device malfunctioned because the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device operated normally up to (B)(6) 2011. There are two events recorded in the memory on the (B)(6) 2012 where the device failed its self test due to a low battery. No fault was found with the returned pad device or pad pak but the low battery warnings were triggered because the pad-pak was depleted to the point it triggered the battery management sys in the device. The batteries can be depleted by a variety of conditions including the storage location of the device, age of battery pack and level of manual intervention. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multiple-use.